Event description:
Smith and nephew inc. Endoscopy division was notified of a 2.8mm soft tissue suture anchor which broke during insertion. Procedure performed was a orbicularis oculi repair. Retrieval of the broken piece was not successful and left embedded in the bone.